Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported discharge from their midline incision site. The patient was administered antibiotics for a suspected infection. The patient symptoms are confirmed to be resolved.